Event description:
The rep reported the device was used during a low anterior resection. It was reported the ax55g was fired and no staples came out. The bowel was closed using sutures. A diverting colostomy was necessary that would not have been done if the stapler had fired properly.